Event description:
A nurse witnessed an infusion pump that had infused twice as fast as the programmed rate while infusing on a patient. The facility representative stated there was no injury to the patient. Information was requested by baxter regarding the medication involved, tubing product code and lot number in use, pump programming and set-up information, the date this report occurred and specific patient information, but no additional information was available. Additional contact information was requested but no additional contact was identified.